Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 16 mm rx graftmaster device referenced in describe event or problem and concomitant medical products is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in an unspecified coronary vessel. A 3.5 x 16 mm rx graftmaster covered stent and a 3.5 x 19 mm rx graftmaster covered stent were each implanted but the perforation was not sealed and it is unknown if use of these two graftmasters caused or contributed to complications or adverse events. A 3.5 x 26 mm rx graftmaster covered stent was deployed and the perforation was sealed. Use of the 3.5 x 26 mm rx graftmaster reportedly did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent the initial filed medwatch report, additional information was received, resulting in the following revised event description: it was reported that the patient presented with a free perforation in the left anterior descending (lad) coronary artery. A 3.5x16mm rx graftmaster covered stent was deployed, but the perforation was discovered to be larger than initially visualized angiographically. Thus, a 3.5x19mm rx graftmaster covered stent was deployed, but the perforation still appeared to be larger than previously visualized. In the opinion of the physician, each graftmaster appeared to seal each area it was deployed in and the physician does not believe that these two stents exacerbated the perforation; however, it was reportedly difficult to discern with certainty if these two stents did, or did not, exacerbate the perforation. A 3.5x26mm rx graftmaster covered stent was deployed and the perforation was sealed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.